Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket used in an attempt to remove a stone less than 2cm in size. However, the handle cannula broke and the basket could no longer open and close, leaving the stone stuck inside the basket. A hermostat was used to pry the pull wire from the handle and manipulate the pull wire to release the stone from the basket and remove the basket from the patient. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event handle cannula break. Visual inspection of the returned device found the handle cannula was pulled out of the finger ring portion of the handle assembly. Only one dimple from the screws was visible at proximal section of the handle cannula and drag marks were present from first dimple towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. Due to the drag marks, the second dimple was not visible. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicates that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment . Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, a trapezoid basket used in an attempt to remove a stone less than 2cm in size. However, the handle cannula broke and the basket could no longer open and close, leaving the stone stuck inside the basket. A hermostat was used to pry the pull wire from the handle and manipulate the pull wire to release the stone from the basket and remove the basket from the patient. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.